Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient experienced insulin flow blocked alarm on (B)(6)2024. Troubleshooting confirmed occlusion in the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information, this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No escalation required. The batch (B)(4) in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009446 was manufactured according to the wi version 98 packaged in the multivac 14, on 28 sept 2024, with a total of (B)(4) units. Gluing of tubing. The lot 4j05193 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc08, on 26 sept 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19 june 2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6009446 no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.